Event description:
It was reported that during a da vinci-assisted surgical procedure, when inserted into the port, the tips of the horizon small clip applier instrument started moving in an abnormal direction and would not re-orientate. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no movement was made by the surgeon. The instrument moved on its own. The instrument was engaged with the robotic arm and it immediately started moving on its own in multiple directions. There was no injury to the patient. The instrument was inspected prior to use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have pitch input disk #5 completely detached from the housing. Other backend components adjacent to the broken inputs did not show damage. Additionally, the instrument was found to have corrosion/contamination on the bearings on the proximal end of the main tube. The pitch input disk bearings exhibit orange discoloration where the main tube meets the instrument's chassis. The corrosion was found on the outer ring of the bearing.